Manufacturer narrative:
The insulin pump was received with up, escape and act buttons unresponsive due to corroded keypad traces. The pump had cracked case at display window corners, battery tube threads, reservoir tube, broken belt clip slot, minor scratched and cracked display window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the clip that holds down the belt clip broke. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.